Event description:
It was reported that during the surgery, the product broke off when drilling. The broken drill tip remained in the body for a while, and it took time, but it was removed and the surgery was completed.

Manufacturer narrative:
D4 lot number was corrected. The reported condition could be confirmed as the drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown that the tip is broken off at the crossover from the cutting edges to the shaft, all fragments were returned for evaluation. The cutting edges are strongly damaged over the whole length, there are nicks and dents all over the edges visible. The cutting edges at the forefront are totally flattened. The corner at the forefront is strongly deformed and the tip is rounded. All these damages indicate an excessive metallic contact over the whole length of the cutting edges. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially by plateau on both sides of the fracture face. There is a very strong deformation visible at the fracture initiation zone, which indicates a metallic contact. A hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The appearance of the fracture zone and the general condition of the cutting edges indicates that a strong metallic contact did lead to a mechanical overload and finally the breakage of the device. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during the surgery, the product broke off when drilling. The broken drill tip remained in the body for a while, and it took time, but it was removed and the surgery was completed.